Event description:
Eval revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed several "loss of prime" warnings associated with zero force.